Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was directly pulled out from the puncture site during withdrawal, resulting in closure failure. Manual compression was used for hemostasis. There was no reported patient injury. The operator had been trained and was proficient in the procedure, and the device was used routinely following angiography. The device was destroyed and will not be returned for evaluation.